Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It is unclear whether the reprocessing was carried out in accordance with the IFU, so the cause of the foreign matter remaining could not be determined. It was confirmed that there was no deformation in the area where foreign matter remained. The detection method is described in the instruction manual evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. Instruction manual evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had poor air/water supply. There was no report of patient harm. The device was returned, evaluated, and a foreign object was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that no air/water was fed due to clogging of the nozzle. In addition to the foreign objects found in the nozzle, other evaluation findings are as follows: water tightness was lost due to damage on the electrical connector's guide pin and the upward/downward knob; the bending angle in the up direction and the play of the upward/downward knob were not within the standard values due to wear of the angle wire; the bending tube was deformed; the adhesive on the bending section was chipped; the connecting tube was discolored; switch#2 was worn and did not work; the indication on the suction connector was peeled; the universal cord was wrinkled; and the scope cover plate had peeling. Lastly, there were scratches on the following parts: the upward/downward knob, the forceps elevator knob, the forceps elevator lever, switch#1, the switch box, the plastic distal end cover, the connecting tube, the suction connector, the protector of the universal cord on the control section side and the suction connector side, the universal cord, the grip, the scope cover, and the right/left knob. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.